Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01us-delsys/expiration date: 28-oct-2019/serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 08-jun-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg) a cardiac perforation occurred. The patient experienced cardiac tamponade and pericardial effusion, which required medical intervention. The ipg remains in use. No further patient complications have been reported as a result of this event.